Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned screws (matrixneuro screw ø1.5mm self-drilling length 5mm tan 4 units in a clip) are implants in the matrixneuro cranial plating system intended for use in selective trauma of the midface and craniofacial skeleton, craniofacial surgery, reconstructive procedures; and selective orthognathic surgery of the maxilla and chin. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned complaint devices as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at us cq the following are loose in a container; 2 broken screw heads, 5 intact screws and 8 screw clips. This complaint is confirmed. Only the heads of 2 broken neuro screws were received for evaluation. The broken screw shafts were not returned. The material composition at the fracture surface appears homogeneous on both screw heads when viewed under 5x magnification. A dimensional inspection of feature(s) relevant to this complaint (screw shaft minor thread diameter / material cross section at fracture site) could not be obtained as the screw heads sheared off at the transition from screw shaft to screw head and only the screw heads were returned for evaluation. Drawing review: tabulated screw drawing for the family of 1.55mm self-drilling matrix neuro screws was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. Possibly due to dense bone and not predrilling. The following caution exists in technique guide: "depuy synthes cmf recommends predrilling in dense bone when using 5mm screws. Always drill with the proper level of irrigation and use the power tool manufacturer's recommended drilling speed to minimize the risk of necrosis or over-drilling." If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: UDI: (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #04.503.105.04s/ lot #l417073, manufacturing location: (B)(4), manufacturing date: 18. May 2017 expiry date: 01. May 2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was conducted. The report indicates that the: EU part 04.503.105.20 lot no: h309677. Manufacturing location: (B)(4), manufacturing date: 06-mar-2017. Part #: 04.503.105.20, lot#: h309677 (non-sterile) - ti matrixneuro screw self- drilling 5mm. Qty: (B)(4). Inspection sheet- inspect dimensional final inspection no: ns030599 rev: ab met inspection acceptance criteria. Raw material part 21015, lot-h072911 received from supplier (B)(4) product (titanium) certification provided by (B)(4) meet specification. Raw material rework inspection meet specification. Raw material rework order request created on 4/27/16 for cut bars in half. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that two matrix neuro screws broke during insertion in the patient. No surgical delay is reported. There was no patient harm and the surgery was not prolonged. All broken off fragments were removed from the patient and the surgery was successfully completed. This complaint involves 2 parts. Concomitant reported part: 1x unknown screwdriver. This report is 1 of 2 for (B)(4).